Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed as a link break. The reported irregular appearance was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with interaction with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the vessel access site was calcified. The proglide device was being used with a 6f sheath. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a proglide device after an endovascular therapy (evt) procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. When the proglide was removed from the anatomy and inspected, it was noted that there was a metal piece (possibly a cuff or needle tip) protruding from the "hole of the guide tube". Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.